Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing was normal. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The physician elected to replace the rv lead during the procedure. The patient was in stable condition throughout.